Event description:
Two biopsy sites in one pt were permanently marked: one with a securmark eviva 2s-13, and another with a securmark eviva 13. Pt later presented with redness, swelling and itchiness over the quadrant of her breast where the markers were paced. Time frame between marker placement and pt presentation is unk. It was reported to hologic that the pt was placed on antibiotics. Physician reported no change in site after 24 hours of treatment. Device is not available for evaluation. Repeated attempts have been made to gather further information, but hologic has received no response.

Manufacturer narrative:
(B)(4)